Event description:
It was reported that the right ventricular lead triggered an alert for low impedance. Episodes with oversensing were noted when running capture management. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The product was not returned to the manufacturer, but performance data was received and analyzed. The save to disk noted lead impedance was out of range low. Two patient alerts for out of tolerance subthreshold lead impedance (B)(6) 2012 and (B)(6) 2012. Weekly pace lead impedance trend, decrease for min ventricular pace bi equal to 532 to 171 ohms minimum between (B)(6) 2012 and (B)(6) 2012. The save to disk noted oversensing. Nine ventricular non-sustained tachycardia less than or equal to 210 ms between (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.